Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system requested a lead revision. The patient reported that they were unable to undergo magnetic resonance imaging (MRI) because of a disconnected electrode. A revision procedure was performed; the lead was replaced. Following the revision procedure, the disconnected electrode was resolved.

Manufacturer narrative:
The lead was discarded and not available for analysis. Device logs were reviewed which confirmed a disconnected electrode. The root cause of the disconnected electrode could not be definitively determined. The evoke scs system MRI guidelines states "MRI compatibility has not been determined for a system where the impedance of the lead shows disconnected or shorted channels. Impedance measurement must be performed to ensure no channels are disconnected or shorted prior to scanning and if any electrodes are disconnected, do not perform an MRI scan".